Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the bottom left screen/electrode has been detached with jagged edges on the remaining electrode legs. There are scuff marks present on the spacer as well as scratch marks on the exposed shaft near the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and plasma was created on the remaining screen/electrodes. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. Other factors that could have led to tip detachment includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. (B)(4).

Event description:
It was reported that a piece of metal fell of the tip after 5 mins of use during a hip arthroscopy. The piece was located and extracted. The procedure was completed with a new wand. Estimated delay during procedure was 31-60min. No patient injury or other complications were reported.